Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. A subsequent revision was performed (B)(6) 2012 due to dislocation. The bi-polar cup and modular head components were removed and replaced.

Manufacturer narrative:
(B)(4) - evaluation of returned device found implant to be out of design specifications. Development engineer was consulted and stated that this would have no effect on the function of the assembly, and would not have any effect on the patient dislocating.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02488-1 / 02489-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02488 / 02489).